Event description:
A customer contacted stryker to report a non critical issue with their device. During inspection, stryker observed that their device would power cycle constantly and would not deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that their device would power cycle constantly and would not deliver defibrillation energy. The cause was isolated to the disconnected white capacitor wire connector (j18). The customer received a replacement device. The device was archived by stryker.